Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician attempted to perform a myosure procedure for uterine tissue removal on (B)(6) 2015. During removal of a large fibroid, the blade broke off inside the uterine cavity. The physician was able to locate the blade and remove it. No other intervention was required. The procedure was aborted.